Event description:
Patient reported pain and swelling of right foot due to a broken competitors (paragon) dorsal plate that is still implanted in her right foot. Patient also reported an integra guidewire (implanted during the same surgery) came out of her right foot in mid august 2013. The patient reported she had no other issues with the guidewire other than it falling out of her foot onto the floor. Patient reporter she put it away and could not find it. Concomitant devices were used during this surgery. Paragon plate, paragon nonlocking screws. Ascension digital screws (ad 2036, ad 2034, ad 2032). Ascension headless screws (ah 3034, 2510).

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.